Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical consultant that the patient expired due to a hemorrhagic stroke. The patient had a prior pump exchange for suspected thrombosis. The pump was working as expected at the time of exchange and death. The pump will not be returning for analysis.